Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited electromagnetic interference (emi) oversensing resulting in a false automatic mode switch (ams). No change or intervention was reported. The patient was in stable condition.